Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with gooey, milky substance on the tip of syringe.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with gooey, milky substance on the tip of syringe.

Manufacturer narrative:
This complaint is a duplicate of MFR# 1213809-2018-00983. This complaint, 1213809-2018-00986, is null and void as a result now.